Event description:
It was reported that this implantable device exhibited loss of capture and high out of range shock impedance measurements on the left ventricular (lv) lead. Subsequently, a revision procedure was performed and the lv was surgically abandoned, while the device was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.